Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the investigation could not be completed due to internal moisture damage. The pump was returned with visible evidence of moisture behind the display lens. Due to internal moisture damage, a review of the pump¿s black box data could not be conducted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.